Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip did not go off according to routine action. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. Microscopic examination was performed, and it was found that the bushing had hit marks. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No problems with the device were noted. The reported event of clip did not go off was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. Regarding the hit marks found on the bushing, this is not considered a failure mode and is just a part of failure characterization. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. Block h11: block b5 (describe event or problem), e1 (initial reporter first name) and h6 (impact codes) have been corrected.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip did not go off according to routine action. The procedure was completed with other available clips. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip did not go off according to routine action. Initial reporter address: (B)(6).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip did not go off according to routine action. The procedure was completed with another resolution clip. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.